Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio inr: 2.7, laboratory inr: 4.1. The time between testing was thirty (30) minutes. Therapeutic range 3.0 - 3.5 for patient. There was no reported adverse patient sequela. There was no add'l info provided.

Manufacturer narrative:
Action: data analysis performed on inr results provided by customer. Investigation: the customer has lupus. The presence of anti-phospholipid antibodies in the patient's blood sample can interfere with the inratio coagulation test. The patient's current heath status cannot be ruled out as a possible root cause for the observed inr value. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(4) 2013, inratio: 2.7, reference: 4.1, mean: 3.4, confidence limits: 2.0 - 5.0. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values were within the confidence limits for inr testing. The results were not considered discrepant within the context of the documented variability for inr testing. Since a lot number was not provided, and the product associated with the complaint was not returned, product support was unable to perform further investigation. Further investigation was not possible. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without additional information. Patient's condition as a cause of the unexpected results cannot be ruled out. Ninety-two discrepant complaints have been reported for the production lot, yielding a complaint rate of 0.04%. Due to this low occurrence rate, corrective action is not required at this time.